Event description:
It was reported that "dr. (B) (6) had trouble attaching blocker on to the bone because blocker attachment is defective. The inner screw is bent."

Manufacturer narrative:
Additional info has been requested. Any info obtained as a result of the failure investigation will be submitted as a supplemental report.